Manufacturer narrative:
Product complaint # (B)(4). Health effect clinical code: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in 2010, the patient underwent the tha surgery with the cup and stem in question. On (B)(6) 2021, the revision surgery was performed due to the suspicion of armd, osteolysis and loosening of the cup. The screw inserted in the cup side had been broken and other implants were slightly damaged. There was no osteonecrosis or soft tissue necrosis. There were many findings of metallosis. Osteolysis occurred on the acetabular side. Eventually, the cup side was replaced with another company's product after all removal. As for the stem side, considering the bone defect at the time of removal, the surgery was completed using a new stem and head with the sleeve left within 30minutes delay. We went attention to the sales rep to comply with the prescribed reporting date. No further information is available.